Event description:
Patient fell and created a loose cup. We removed cup and inserted another cup with screws. I do not have an exact date for the surgery prior to today's revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Returned to the manufacturer.

Manufacturer narrative:
An event regarding shell loosening after a fall involving a tritanium hemi cluster hole shell was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Additional medical records and operative reports are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient fell and created a lose cup. We removed cup and inserted another cup with screws. I do not have an exact date for the surgery prior to today's revision.